Manufacturer narrative:
Additional information: section h manufacturer narrative. Part analysis: the report of the drawer 2.2 not being detected on bus was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: observed drawer 2.2 had a damaged retractor band cable with burn marks caused by incorrect station assembly, where excessive slack led to the cable rubbing against the slide rails. Replaced drawer 2.2 retractor band cable assembly and drawer controller board. Tested the unit and verified proper operation . Visual inspection of the returned cable band observed thermal damage along the part. No testing was required due to the evident finding from the visual inspection . Damaged cable band components are indicative of issues affecting drawers . There was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported drawer 2.2 not being detected on bus was identified as a thermally damaged cable band. Although the other reported part (control board) could not be inspected or tested, the damaged cable band is strongly indicative of causing the drawer issue.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawers did not detect on the communication bus. As per part investigation, it was determined that there was thermal damage observed on the cable band. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b date of event, section d unique identifier (UDI) and medical device serial. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager failed. The field service engineer found a damaged retractor band cable with burn marks, incorrectly assembled on a station less than a year old. Excess slack caused the cable to rub against slide rails, and the controller board was also replaced. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that a bd pyxis¿ anesthesia station es drawers did not detect on the communication bus. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawers did not detect on the communication bus. There were no adverse events or injuries reported based on this event.